Event description:
A malfunction was reported on the pump by the caller. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Customer decided to use multiple daily injections as backup therapy and tandem technical support arranged for a replacement pump, instructing the caller on how to put the pump into storage mode and return the malfunctioning pump within 10 days using a pre-paid label.